Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d), right ventricular (rv) lead, and competitor left ventricular (lv) lead sensed atrial pacing in the ventricular channel that lead to ventricular pause. Likewise, the patient arrived at the hospital as faint had occurred. This patient was hospitalized and device check was performed. This patient did not have an intrinsic pulse. Right ventricular (rv) lead sensing was reprogrammed to agc 1.5 mv and the oversensing was resolved. Disk analysis showed farfield signal between atrial sensing - ventricular pacing (as-vp) or atrial pacing - ventricular pacing (ap-vp). Additional information indicated that the patient will continue to be monitored as the issue had been resolved by reprogramming the device sensitivity settings. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.